Manufacturer narrative:
A compromised force sensor system alarm was noted during basic occlusion testing due to loose drive support disk. The pump was unable to test for prime test, occlusion test due to compromised force sensor system alarm. The pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer's mother reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer's mother stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.